Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding....it was like crumbling- tampon [device breakage] case narrative: consumer reported via e-mail that the tampon was crumbling during removal. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding. It was like crumbling- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon was crumbling during removal. No injury reported.